Manufacturer narrative:
The actual device in this incident was returned to the manufacturer to be evaluated. Visual inspection indicates the unit was not used in vivo. The returned unit passes all continuity testing and was noted to function properly. No defects were noted in the returned unit. No specific conclusions can be drawn.

Event description:
Pacing failure. During use, no response. Determined broken lead. Tested a couple of times with no response.